Event description:
Information received from the field notes >2000 ohms lead impedance and loss of ventricular capture. When the lead tested normal, the pulse generator was replaced. "The patient was fainting due to malfunction of pm but not injured." After the event, there were no consequences to the patient.